Event description:
The patient is implanted with a scs system which includes two leads from the same lot. The patient reports for the past three days she has not been receiving stimulation. The patient tried all of her programs and was only able to receive a little stimulation on one of her programs once she turned the amplitude all the way up. Follow up information identified the sjm representative met with the patient and reprogramming was able to provide some stimulation by increasing the amplitude. The patient underwent surgical intervention to remove the two octrodes and implant 4 quattrodes to provide effective stimulation for her new pain in addition to her original pain. It was determined there was a large amount of scar tissue that had built up surrounding the leads. The patient had effective stimulation postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.